Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter. There was contrast in the inflation lumen. The balloon was loosely folded. The balloon was deflated, as-received. An inflation device filled with water was used to inflate the device to nominal pressure to measure balloon to markerband alignment. Using a calibrated ruler, the markerband to markerband outside edges meets the emerge specification. Microscopic examination revealed that the balloon had an irregular shape but was still in specification. The measurements were consistent with the appropriate balloon size and markerband spacing for an emerge 20 mm catheter. There was no damage or other issues noted on the catheter. Inspection of the remainder of the device presented no damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that the balloon appeared longer outside the radiopaque marker. The target lesion was located in a coronary artery. A 2.5x20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated to 12 atmospheres however, the balloon appeared to be longer than 20mm and at least 5mm longer outside the radiopaque marker. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the balloon appeared longer outside the radiopaque marker. The target lesion was located in a coronary artery. A 2.5x20mm emerge balloon catheter was advanced to the lesion. The balloon was inflated to 12 atmospheres however, the balloon appeared to be longer than 20mm and at least 5mm longer outside the radiopaque marker. No patient complications were reported.